Event description:
The service center was informed that a customer evis exera ii ultrasound gastrovideoscope was returned for service for a reported "discoloration in lumen" observed during procedure. However, during inspection and testing, the forceps cover glue was found peeling and gap between the pink colored probe unit at the distal end and is a reportable defect. No patient injury or harm was reported.

Manufacturer narrative:
The forceps cover glue was found peeling and gap between the pink colored probe unit at the distal end. The customer's reported issue was confirmed as residue was covering the light guide(lg) lens and affecting the image. After cleaning the lg lens the image color was okay. Additionally, the scope was leaking from the instrument channel; no fluid invasion noted, the image has over ten broken ultrasound image elements, the probe unit is loose, the bending section cover glue is chipped, the angulation wires are stretched and the control knobs are making an abnormal clicking noise. A review of the repair history indicates the scope was last serviced via repair on (B)(6) 2020 for a leak from the distal end elevator channel. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the forceps cover glue peeling and the gap between the pink colored probe unit at the distal end likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.